Event description:
Pump alarm 20 was reported during pumping, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing successful resumption of insulin therapy. As a result, the customer was instructed to use a backup insulin pump, and technical support arranged for a replacement pump to be sent. The customer, who understood and acknowledged all instructions, was guided on putting the problematic pump into storage mode and returning it with a pre-paid label within 10 days.